Event description:
During a procedure, the catheter was connected and the electrical signal appeared normal but after a few minutes there was a loss of signal from electrodes 3 and 4. When the connection was checked, fluid was noted in the cable that was connected to the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. During functional testing electrodes 3-4 met specifications of acceptable resistance values, but a short circuit between electrode 3 and electrode 4 was detected, consistent with the reported signal issue. Evidence of dried saline was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle and within the redel connector. Further investigation revealed a leak at the luer/irrigation tubing junction caused by a gap between the cured adhesive and the irrigation tubing inside the luer lock.